Event description:
It was reported by the customer that the device failed to power on when it was removed from the shipping container. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.